Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. The visual inspection identified that the pump was in good physical condition.review of device history log identified following events in the device log: 1008> starting ll0; 1/17/2019 6:00:00 am / 1009> upstream occlusion; 1/17/2019 6:00:00 am / 1010> stop mode; 1/17/2019 6:01:00 am / 1011> no disposable; 1/17/2019 6:01:00 am / 1012> pump turned off; 1/17/2019 6:01:00 am / functional testing included use testing. The device was started in application and it started double beeping during self test and wouldn't stop until the batteries were removed. The customer stated problem was confirmed. The problem source was identified as "downstream sensor".

Manufacturer narrative:
Additional information received by smiths medical that there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump has alarmed twice. There was no reported injury to the patient.